Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure the hypotube fractured. The lesion being treated was located in the moderately tortuous, 50% calcified and 95% stenosed, left anterior descending artery. The lesion was pre dilated with an unk size balloon. The physician attempted to implant a taxus express2 3.00 x 32 mm drug eluting stent but the proximal shaft of the delivery system fractured outside of the body upon delivery of the catheter. The procedure was completed with another taxus express2 stent. No pt complications were reported. The pt's status is reported as satisfactory/good.